Manufacturer narrative:
(B)(4). Batch # r5993e. Device evaluation summary: the analysis results found that a sr75 reload was received fully loaded with staples and with both gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a semi-open colectomy, it was found that the gripping surface of the cartridge had been broken before the device was used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.